Manufacturer narrative:
Troubleshooting was conducted with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; inspecting the faceplate and back plate; inspecting and cleaning the diaphragm; and verifying correct breast shield fit. The customer indicated that there was no damage to the pump and that the parts were in good shape and that she had previously replaced the tubing and membranes. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In a follow up with a complaint handler, the customer indicated in an email on (B)(4)2017 that she had purple discoloration on her breasts, but did not see a doctor; however she did state at that time that she had been to a doctor back in (b)(46 2016 and was sized for breast shields and was treated for thrush. She indicated that she received the new pump and it was working without issue. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6)2017, the customer alleged that she had low milk expression with her pump in style breast pump. She indicated that when she turned the pump up to the higher suction levels, it would cause pain. When the pump is at normal suction level, it does not cause pain. She indicated that the suction is good, but expression was less than is used to be.